Event description:
It was reported that during a pacing lead implant attempt the lead exhibited high impedance. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.